Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "ruptured".

Event description:
Patient reported unknown side "implant has ruptured" and wants to know if the implant has been recalled. Device remains implanted.